Manufacturer narrative:
This is an initial final report. This complaint was received via user report and has been reported to FDA. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: it was reported that a customer encountered a re-occurring "try again in 10 minutes" error message upon scanning the adc device until they concluded the sensor was "unable to work." No contact information was provided to adc, therefore adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.